Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation in the de novo mid left anterior descending (lad) artery that occurred with the use of an unspecified device. The 2.8 x 19 mm graftmaster was advanced but failed to cross the lesion. A non-abbott balloon dilatation catheter (bdc) was used for hemostasis and a non-abbott stent was deployed to complete the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.